Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting, therefore, no additional information was obtained.